Manufacturer narrative:
Final analysis found that only the distal segment of the lead was returned. External insulation abrasions breaching the re and empty cables lumen were noted at 6.7 cm to 7.5 cm and 7.1 cm to 8.3 cm from the distal tip due to friction to another implantable device or feature of the heart. An internal abrasion breaching the re cables lumen was found at 18.2 cm and 20.4 cm from the distal tip. The re cables etfe coating was intact and the inner coil was not exposed at any of the abrasion regions.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead exhibited increased capture threshold as well as a decrease in sensing. The lead was explanted and replaced. Upon removal, physician reported externalized conductors near the svc coil. There were no procedural complications.